Event description:
It was reported that the user experienced symptomatic hypoglycemia to the 40s mg/dl about 1.5 hours after an infusion site change following a prior hyperglycemic episode, while using a teflon 23-inch inset with the ilet system. Symptoms included disorientation, sweating, tremors, and gait instability. Outcomes included self-treatment with fast-acting carbohydrates with recovery to target range within approximately 30 minutes and no need for assistance or medical care. Investigation included complaint intake, troubleshooting, and user education. Investigation of this case revealed no confirmed device malfunction or component failure, and the cause of the hypoglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.